Manufacturer narrative:
Product event summary: the lead was returned and analyzed. No anomalies were found.

Event description:
It was reported that during the implant procedure, the physician attempted to implant the lead from the right side. The right ventricular lead would not "take the turn" from the subclavian ven into the superior vena cava. The sheath was kinking. After inserting the lead further into the vessel, the lead would not progress to the right atrium/right ventricle. Physician elected to not use the lead. A new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.